Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated since the pump was malfunctioning (only delivering 1/3 of the medication) the patient was experiencing more pain and was stiffer. It was noted the patient¿s ms varies. The patient was redirected to follow-up with the healthcare provider (hcp) to discuss symptoms. The event date was noted as (B)(6) 2018 (month and year valid). The patient wanted to get the pump replaced. No further complications were reported/anticipated or expected.

Event description:
Additional information was received from a company representative (rep) indicated they were told the hospital was going to review if they could release the pump to return. It was noted the rep had followed up in person twice, and each time was told that there was no new information. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 18-feb-2020 from a company representative who reported that the pump was being replaced tomorrow ((B)(6) 2020). No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; suspect medical device information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-aug-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated that the pump was replaced last week and since then the patient was "going into somewhat withdrawal," only "getting a little bit of therapy" and was "getting really tight again". It was further reported that after the pump replacement the "very next day she was feeling bad and her clonus was really bad." It was reported the healthcare provider (hcp) turned up the pump on (B)(6) 2020 and the patient called him this morning saying she was even worse. The hcp confirmed that the patient was stiffer and he could move her even less than before. The hcp thought there could be a positional kink or occlusion in the catheter. The hcp tried but could not get anything when trying to access from the catheter access port (cap) but he could see in the sonogram that he was in the port. Actions included the hcp was going to go in tomorrow to check the catheter and connection to the pump. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; the previously reported patient code (B)(4) has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2010-jan-01, additional information was received from the healthcare professional (hcp) via a manufacturer representative (rep). It reported the volume discrepancy/underinfusion issue was first noticed on (B)(6) 2019 when the patient came into the office due to spasticity symptoms returning. The pump was not refilled at this time. The dose was increased 17% to see if the patient's spasticity would decrease. The patient had refills performed on (B)(6) 2019 (volumes correct at this refill), (B)(6) 2019 (expected 2.9 ml vs actual 15.5 ml), (B)(6) 2019 (expected 12.6 ml vs actual 16.5 ml) and (B)(6) 2019 (expected 3.4 ml vs actual 12 ml). Troubleshooting that occurred was "confirming reservoir volumes at each refill". The actions taken to resolve the issue was "increased the dose based on the expected under infusing so the patient is not symptomatic". The planned surgical intervention was pump replacement. Patient's weight was provided. The drug was reported as "branded baclofen and prialt".

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for movement disorders, intractable spasticity and multiple sclerosis. It was reported the pump was under-infusing by approximately 33% per the hcp. The patient did not have symptoms because of this under-infusing. It was discovered at the regular pump refills due to the discrepancy in the volume of drug being removed from the pump. There were no known factors that could have led to this drug discrepancy. The amounts of drug measured and put into and out of the pump at refills has been carefully document and recorded in the pump and patient chart. The discrepancy to what should be removed at each refill has been consistent at each refill. The rep was not aware of any interventions taken at the time of this report. It was noted that surgical intervention was planned, but no scheduled date was provided. The issue was not resolved at the time of this report. The patient's status was alive - no injury. On (B)(6) 2019, additional information was received from the patient. It reported the patient's pump has not been administering medication correctly. The patient stated the pump was only delivering 1/3 of the medication the patient should have been getting. The patient stated that this had been going on for two months . The patient stated that "all they know is they have checked two months in a row when went to get the refill extracted old medication it was only supposed to have a certain amount and had 3 times as much left in it. Went one month later and checked again and still 3 times more left in."